Event description:
Clinic notes were received on (B)(6) 2011 where it states that the patient has a history of syncope/near-syncope. Good faith attempts to obtain additional information have been unsuccessful to date.